Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(6). The complainant was unable to report the device lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During the procedure, the rx locking device fails to lock on the wire. Additionally, tension that the rx locking device puts on the wire leads to leaking of the biopsy cap. Reportedly, bile and stomach fluid leaks from the endoscope onto the nurses, endoscopists, and the floor. Reportedly, personnel are wearing standard personal protective equipment. Due to these problems, procedure is prolonged and in some cases procedure is not completed. There were no patient complications reported as a result of this event.